Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: there were multiple call service 006 alarms observed in the alarm history. The rewind, load and prime steps were performed successfully. A call service 006 alarm occurred during the duration test. The alarm was reproduced after reloading the pump software and language files.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.